Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo was returned for investigation. Use residue was present throughout the device. The catheter appeared to have been trimmed at the 35 cm depth marker. The sample was flushed with water using a 12 ml syringe and two leaks were observed near the 6 cm and 8 cm depth markers. Microscopic observation of the 6 cm leak revealed a horizontal split. The split edges were observed to be rough and granular. The split located near the 8 cm depth marker showed similar characteristics but appeared to have propagated more. The split edges were rougher with surface wrinkling present alongside. Material whitening was also visible at the corners of the split likely due to sharper kink angles. Evidence of kinking was also observed near the 10 cm depth marker.the catheter was cut near the 7 cm depth marker and dimension measurements were taken. The outer diameter and wall thickness were found to be within manufacturing specification. The characteristics of the splits observed on the catheter suggest the catheter was exposed to repeated kinking leading to material fatigue. The product IFU cautions, " caution: to minimize the risk of catheter breakage and embolization, the catheter must be secured in place" and "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen." A lot history review (lhr) of recx0156 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when used under CT the catheter bursted during infusion. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that when used under CT the catheter busted during infusion. No other information was provided.